Manufacturer narrative:
Additional device product code: lod. Cement remained implanted as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part: 08.702.017s; lot: 8d60110; manufacturing site: (B)(4); supplier: (B)(4); release to warehouse date: 09.aug.2018; expiry date: 31.oct.2019. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all specified criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, upon mixing and opening the mixer to dispense, vertecem cement spilled out of the mixer as if under pressure. This happened to two (2) mixers and seemed to have pressure in mixing valve. Cement came out before stop cock could be applied but once stop cock was attached everything was fine. This might be due to a technical error in mixing aggressively on the back table. Sufficient cement remained and was of normal viscosity, so there was no impact on the patient and no delay on the length of the procedure. The procedure was completed successfully without further incident and the patient outcome was good. This report is for one (1) vertecem ii mixing kit-sterile. This is report 1 of 2 for complaint (B)(4).